Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon and the tampon was left inside her for about a month. She went to the ER and the retained tampon was removed. She experienced abdominal pain and was diagnosed with bacterial vaginosis. Consumer was prescribed flagyl. Multiple attempts have been made to obtain further information. No further information has been received.